Event description:
After iabp for one day, the "low helium and "check iab" alarms sounded from the system 97 pump. Then, the iab leaked, blood was noted in the catheter. (Event complications: none from the event- reported 7/9/97.) (Pt's current status: unk- rpt'd 7/9/97.)